Manufacturer narrative:
The dc jack connector of right ang ext cable was observed to be properly seated on the cardiomems i3 connector cover prior to disassembly. Visual inspection of returned material revealed functional damage to right ang ext cable in the form of the dc jack connector partially broken off from the pvc overmold. Broken internal wires were visible from this damaged area of right ang ext cable. Ac power cord with ferrite ¿ us/canada and desktop en60601-1 50w 12v power supply were observed to be returned undamaged. No other discrepancies or discernible damage besides normal wear and tear could be identified on the returned material. Unit was returned with software version i3.2021.0424-r8990 installed. No software malfunctions or anomalies were observed. A test right ang ext cable was used for performance analysis due to the functional damage to the one returned. No attempt was made to power on the unit using the right ang ext cable it was originally assembled with as a safety precaution to avoid an electrical hazard. Unit powered on successfully with the power supply connected directly to the main unit assembly. Unit powered on immediately when the dpdt switch was pressed. Manipulation of power supply connection at various areas while unit was powered on produced no intermittent malfunctions or deficiencies. Unit passed diagnostic test. Complaint of ¿customer reported pes will not power on¿ determined to be confirmed. Root cause of unit¿s inability to power on during attempted use in the field concluded to be damage to right ang ext cable. Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported exposed and frayed wires on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.